Event description:
Deflation resulting in explantation

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed outer shell tear adjacent to the patch. The shell thickness was within specification. The cause of the tear could not be determined. Update and/or corrections to the following sections: b4, b5, d4, d7, d10, g7, h2, h6, and h10.

Manufacturer narrative:
Physician statement: patient stated left side deflation. Dr. Confirmed deflation.

Event description:
Alleged deflation.